Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. Both pressure transducer printed circuit boards (pcbs) were replaced to resolve the issue with the internal leakage test failure. However, despite several reminders we didn't receive the replaced parts for further investigation. Therefore, no root cause can be established. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.